Event description:
A caller reported experiencing a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level as a result of the error. Technical support provided complete pump reset information and guided the caller through the reset process, after which the cgm error code did not appear again. The caller successfully started their sensor session.